Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, brand name, lot code, manufacture date. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that patient underwent an open reduction internal fixation procedure on an unknown date. During the procedure, the driver bit stripped causing several locking screws to not seat fully into the plate. The screws were left not fully seated into the plate.